Manufacturer narrative:
Device manufacture dates: monitor 11/2002; electrode belt 12/2004. Device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The cause of the reported problem was a defective programmable logic device (u31) on the computer/analog pca within the monitor. U31 is used to communicate between the monitor and the battery. The root cause of the u31 failure cannot be positively identified but was likely a random component failure. This is an unusual event. Electrode belt passed all function tests, but was confirmed to have velcro pulling off of ECG c. No adverse event from the u31 failure or the loose velcro. The patient received a replacement monitor and electrode belt.

Event description:
A female patient contacted customer support to report that the batteries appear to be fully charger, but the monitor will not start up with either battery. A lifecor patient service representative (psr) visited the patient and found that the batteries would power a new monitor, but not the patient's monitor. The psr also replaced the patient's electrode belt because one of the velcro patches was coming off.